Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump exercise activity mode turned on multiple times without user interaction. During troubleshooting with tandem technical support, the setting was turned off and insulin delivery was successfully resumed. There was no adverse impact to blood glucose.